Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals are intact, and the device was observed to be in good physical condition. The device's event history log was unavailable to be reviewed. The reported problem was not duplicated. To conduct functional testing the device had a delivery test performed. To address the issue the downstream occlusion sensor was replaced as a preventative measure. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error or was not loading. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.